Event description:
Spouse died several months ago. They were implanted with pacemaker. Rptr received notification on spouse's behalf from the medical device co recently and was stunned that the address was incorrect, defferent social security number, and name wrong on the notifcation. Rptr's concern was what would have happened if their spouse was still alive and needed immediate attention. They would not have been able to do this with wrong info. Rptr thought that the regulations would have addressed this issue for proper notification ot the receipient of the device.